Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white detergent solution in the air/water channel and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The device evaluation found a foreign white detergent solution material in the air/water channel and cylinder. Based on the results of the investigation, a definitive root cause cannot be identified.] The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed:] a device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.